Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was in the non tortuous, non calcified, 70% stenosis left anterior descending (lad). The physician deployed a taxus express2 8.8% 3.0 x 28 mm drug eluting stent in the mid lad. The stent was inflated once at 14 atms for 10 seconds and twice at 10 atms for 10 seconds. The x-ray showed no flow down the lad and a dissection. The pt was crashing and CPR was performed. The pt was sent to surgery for a fibrinogen patch on the hole. The pt was no longer bleeding when pt left the cath lab. The pt's status is reported as good.